Event description:
It was reported that the lead thresholds increased progressively and suddenly. It was further reported that there was failure to capture. The lead remains in use. No patient complications have been reported as a result of this event. The lead was noted to be part of the system longevity study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead thresholds increased progressively and suddenly. The lead remains in use. No patient complications have been reported as a result of this event.